Manufacturer narrative:
(B)(4). Approximate age of device 1 year and 1 month. The pump remains in use supporting the patient. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, a head CT scan showed a small area of the left frontal lobe ischemia that was unlikely to be the cause of the fall, and was likely chronic. On (B)(6) 2016, a repeat head CT scan showed no acute abnormalities. Coumadin was scheduled to be restarted on (B)(6) 2016. The patients anticoagulants at the time of the event was aspirin and warfarin. Additional information regarding the event was requested, but none was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported ischemic stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.